Event description:
The advocate stated the customer received a blood glucose reading of 60 mg/dl from his contour ts meter and a reading of 200 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.